Event description:
Customer contacted customer service to receive training on how to perform a blood glucose test on her adc blood glucose meter. During the course of troubleshooting, customer reported receiving an ER-4 message on the display of her adc meter upon test strip insertion. Customer additionally reported she was "sent to the hospital and was injected with insulin since (she) got a high sugar because of not knowing how to use the meter". No further information was provided by the customer as she refused to complete troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1281126) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. The date entered in section b3 is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.